Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-06042. It was reported that the patient reported to the clinic upon feeling light headed. Interrogation of the implantable cardioverter defibrillator (ICD) showed missed therapy due to right ventricular lead noise and over-sensing. The physician explanted and replaced the ICD and right ventricular lead. The patient was stable throughout.

Manufacturer narrative:
External insulation abrasion was noted at 6.6-6.7 cm from the connector pin consistent with lead friction to the ICD can. The silicone tube was not abraded at this location. External insulation abrasion was also noted at 43.8-44.0 cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of lead noise.